Event description:
With no change in IV pump or setting, channel shut down and said channel error. Would not restart. Pump channel was running levophed 4% strength on levophed dependent patient. Rn outside room witnessed event and intervened prior to patient harm. Pump removed from service.